Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly; unable to perform the functional test, including the displacement test, operating currents, off no power alarm, low battery alarm, a21 error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify unresponsive buttons, display anomaly, missing segments or unexpected count up due to lank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched at the lcd window and cracked battery tube treads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump malfunctioned. Customer stated the insulin pump dropped to the floor. Customer reported the insulin pump counted to six and the screen would turn black. The customer also reported the buttons were unresponsive on the insulin pump. The customer's blood glucose was around 100 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.